Event description:
It was reported to philips that the system gave an alert indicating motorized geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the problem was found during a diagnostic procedure. The procedure was completed as planned by restarting the system. It was reported to philips that the system displayed an alert stating that motorized geometry movements were not available. Review of the logfiles shows ecat drive failures. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer stated that the table's motorized functions, including moving up and down, had stopped working, and a message indicated they were unavailable. The rse guided the customer to check geometry controls and inspect the potentiometer cable, but found no issues, and the stand was moving correctly during the inspection. Rse requested an onsite inspection. The philips field service engineer (fse) checked the system onsite and found that the height ecat drive was failing its post-test, ecat drive consistently failed the post-test whenever table movements were initiated. To resolve the issue, the fse replaced the height ecat drive, performed the required calibrations. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury upon recurrence, and as such, the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If an issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. An issue that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur, and as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.